Event description:
The account reported there was no nurse call function from the bed. No pt injury reported.

Manufacturer narrative:
The tech found the nurse call sys functions as designed, no repair needed. Based on this info, no further action is required.